Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of consumer, who had experienced hyopyon, watering eyes / lacrimation and lens moves too much on eye. The current status of the consumer's eye was resolved at the time of this report. Additional information has been requested but not yet received.